Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inlet tube was kinked upon opening the package, and the patient was unable to use the drain bag.

Manufacturer narrative:
Received 1 drainage bag for evaluation. The reported issue was unconfirmed due to the problem could not be reproduced in the received used drainage bag. During visual inspection, it was noted to have no obvious defects. The customer reported that the inlet tube was kinked upon opening the package, therefore the patient did not use the drain bag; however the sample was received heavily used with calcification and no kinked tubing was observed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary." (B)(4).

Event description:
It was reported that the inlet tube was kinked upon opening the package, and the patient was unable to use the drain bag.